Event description:
Customer was using our emg viking select system in the operating room while using an electrocautery device and reported a patient was burned.

Manufacturer narrative:
Field service technician (fst) visited the customer site to evaluate the viking select device. The fst found a few maintenance issues but nothing related that would cause a patient burn. Our natus biomed engineer called the doctor to discuss the event and found that the doctor was using an electrocautery device at the same time they were using our device. Our biomed engineer provided guidance to the doctor on how to use our device while using electrocautery devices.